Event description:
The customer contact reported the pt received more IV fluid than intended. The pump was returned to the purchasing department with an unsigned note that stated, "fell over on the floor, drip rate not correct, too fast." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
It has not yet been received.